Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Additional information obtained: was there an alleged deficiency with the device during use in the procedure? No. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where in the green gap setting scale was the indicator located prior to firing? Did the surgeon wait 15 seconds and then retighten prior to firing? What is healthcare provider experience with firing the device? Did the healthcare provider confirm a complete transection of the cutting washer during the surgical procedure? What is the current patient status?

Event description:
It was reported that during a laparoscopic sigmoid colon resection the surgeon had an anastomotic leak after a colon procedure while using the device. Surgeon states patient presented with rectal bleeding two days post operatively. He placed a clip on a vessel. No device will be returned.